Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (short aortic neck). Conclusion: (short aortic neck).

Event description:
A talent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that currently the patient presented emergently approximately one month ago. A CT was done and demonstrated that there was a partially contained 10-12 cm in diameter ruptured aneurysm, stent graft migration and type 1 endoleak and short aortic neck (ref MFR # 2953200-2011-00834). The patient was taken for intervention. A 32 mm talent aortic cuff was implanted; however, the endoleak did not resolve (ref MFR # 2953200-2011-00835). A 34 mm talent cuff was then implanted, but the endoleak remained. The decision was made to implant a 32 mm talent converter and the migration was resolved and the endoleak improved; however, there was still a minor type 1 endoleak, which will be monitored in 30 days (ref MFR # 2953200-2011-00837). A femoral to femoral bypass was preformed followed by placement of another manufacturer's occluder. No additional clinical sequelae were reported, and the patient is fine.